Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the customer, an unknown valve malfunctioned and was revised. Additional information has been requested.

Manufacturer narrative:
UDI: (B)(4). Additional event and product information has been received. This report has been updated to reflect the additional information.

Event description:
Additional event information received: as reported by the customer, after eleven weeks, chpv could not be reprogrammed and was revised. Patient had sustained a fall two weeks before the revision.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The position of the cam when the valve was received was 30mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak and reflux tested, only leaked from the needle holes in the needle chamber. The siphon guard was tested and passed. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.